Event description:
The customer was hospitalized for high bgs. The set was changed the night before the admission. Troubleshooting was performed. The programming and histories on the pump were accurate. In addition, a fixed prime test was completed and the insulin exited. Instructed that the customer change the set and use manual injections per md protocol.